Event description:
No blood glucose levels reported. The customer reported having difficulty uploading the information on the insulin pump to carelink. Troubleshooting was done. It was reported that the alarm history of the insulin pump showed multiple unexpected restart by the insulin pump. The alarm history of the insulin pump also showed an external ram crc error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Findings: unit passed displacement test and self test. No external ram crc error alarm noted. Unit received with multiple displayable history crc check failed on startup error alarms in alarm history due to corrupted history files. Unable to complete download due to displayable history crc check failed on startup error alarms. Unit received with minor scratched lcd window and cracked reservoir tube lip.(B)(4).